Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they contacted healthcare professional for high blood glucose level and the reservoir had a leak. The customer's blood glucose level was 349 mg/dl and the blood glucose level at the time of the call was 140 mg/dl. The customer stated that they were treated with insulin pump. The customer also reported that there was a leak in the reservoir past o rings. The customer stated that the reservoir compartment was exposed to moisture due to insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection.